Event description:
Caller reported an error with the continuous glucose monitor, specifically error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump, guiding the caller through the process, which prevented the error from recurring. As a result, the caller was able to successfully start their sensor session.